Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-25 implantable pacing lead, implanted: (B)(6) 2003; 4965-25 implantable pacing lead, implanted: (B)(6) 2003; a ddrl1 implantable pulse generator (ipg), implanted (B)(6) 2013; 407645 implantable pacing lead, implanted (B)(6) 2006; 407652 implantable pacing lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient felt like his right arm was jumping and experienced stimulation. It was determined this was extraneous stimulation from an old epicardial system still implanted subxiphoid, including an implantable pulse generator (ipg). It was first thought the old ipg had reached elective replacement indicator (eri) 3-5 years ago, but it appears that it may have been simply programmed to a low rate and output at that time when a new transvenous system was implanted. Lead impedance, capture and sensing with the new system are appropriate. The old ipg system was explanted. No further patient complications have been reported as a result of this event.